Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. Not available.

Event description:
The surgeon revised a tka done approximately 2 years ago at a different hospital. He exchanged the tibial insert from a triathlon 3x9 cs to a 3x11 cs. The original replacement didn't include resurfacing the patella, so he did this time.